Manufacturer narrative:
The field service representative (fsr) inspected the instrument, reviewed the module logs and observed a dirty sample alinity pipettor probe. The sample alinity pipettor probe was cleaned which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity pipettor probes was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result generated for a 27-year-old female patient sample. The following data was provided: sample ID (B)(6), initial result = 173.22 miu/ml, repeat results = <2.30 miu/ml, 2.62 miu/ml. Additional laboratory data provided: progesterone initial result = 0.41, repeat results = 0.42 e2 initial result = 25.56, repeat results = 27.28 . No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg result generated for a 27-year-old female patient sample. The following data was provided: sample ID (B)(6), initial result = 173.22 miu/ml, repeat results = <2.30 miu/ml, 2.62 miu/ml additional laboratory data provided: progesterone initial result = 0.41, repeat results = 0.42 e2 initial result = 25.56, repeat results = 27.28 . No impact to patient management was reported.